Event description:
It was reported that a shaft break occurred. The 70 to 80% stenosed target lesion was located in the left anterior descending artery (lad). A 24 x 2.25 promus elite stent balloon was advanced, but the shaft broke approximately 20cm from the hub, within the guide catheter. It was noted that resistance was not felt during advancing the stent into the guide catheter, but the stent was stuck in the guide catheter due to subclavian tortuosity. A little, usual force was used to advance the stent through, but the shaft broke. The shaft was removed and the procedure was completed with another device successfully. No patient complications resulted in relation to this event and the patient was reported to be stable during the whole procedure and afterwards.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus elite ous mr 24 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 46.2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.

Event description:
It was reported that a shaft break occurred. The 70 to 80% stenosed target lesion was located in the left anterior descending artery (lad). A 24 x 2.25 promus elite stent balloon was advanced, but the shaft broke approximately 20cm from the hub, within the guide catheter. It was noted that resistance was not felt during advancing the stent into the guide catheter, but the stent was stuck in the guide catheter due to subclavian tortuosity. A little, usual force was used to advance the stent through, but the shaft broke. The shaft was removed and the procedure was completed with another device successfully. No patient complications resulted in relation to this event and the patient was reported to be stable during the whole procedure and afterwards.